Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the event. It was reported that the patient was treated with unspecified antibiotics. Pd therapy was ongoing. At the time of this report, the patient outcome for peritonitis was unknown and the patient was still hospitalized. Additional information was requested, but is not available at this time. This is report 4 of 4.

Manufacturer narrative:
Complaint no: (B)(4). This is the same patient as (B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896118, gd895953 and gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review or through other means, a supplemental medwatch will be filed